Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
While reporting issues with sensor glucose values versus blood values, customer reported that he recently had a blood glucose level of 39 mg/dl. Blood glucose level at the time of the call was not provided. No further info was provided.